Event description:
Patient revised due to pain. Inoperatively found inflammation and tibial loosening. Patient has been previously revised for infection by unk surgeon/hospital where insert was replaced and area irrigated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.